Event description:
It was reported that the patient was difficulty tolerating the insertion of the trial leads during a trial procedure with symptoms of pain at the back which radiates to the leg and foot. The physician decided to leave the lead in however the patient continued to have a significant pain post procedure. The lead was pulled out of the patient after half an hour. The patient was still having pain postoperatively and was sent to the emergency room for evaluation. The patient was doing well post visit to the emergency room and the leads were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-50e. Serial: (B)(4). Batch: 7074937.